Manufacturer narrative:
Manufacturer ref no. : (B)(4). Baxter received and evaluated the device. The reported system error 105 was confirmed upon powering the device on, but further testing could not reproduce the condition. This condition was determined to have been caused by a seized motor. The motor assembly was replaced.

Event description:
It was reported a spectrum pump had system error 105. It was also reported there was no patient involvement.